Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the console displayed an e6 error code. It is known that the device was used in surgery. It is known that injury did not occur. It is unknown whether surgical intervention occurred. No additional information was provided.